Manufacturer narrative:
The sc-2218-50 devices with serial numbers (B)(6) were not returned to boston scientific for analysis. A review of the product labeling did not reveal any anomalies. The labeling notes that system failure may occur at any time due to random component or battery failures. Such events including device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches can result in ineffective pain control. Additionally, undesirable stimulation may develop over time due to cellular changes in tissue surrounding the electrodes, electrode migration, loose electrical connections, or lead failure. These risks are inherent to the implantation of a pulse generator as part of a spinal cord stimulation system. Based on the available information, boston scientific has assigned the investigation conclusion code: known inherent risk of device.block b3: approximated based on the date the manufacturer became aware of the event.product family: scs-linear leadsupn: m365sc2218500 model: sc-2218-50serial: 7161900batch: 7161900udi: (01)08714729767725(17)270326(10)7161900(21)7161900

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation. The patient is awaiting his postoperative appointment. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7161900 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation. The patient is awaiting his postoperative appointment. In accordance with facility policy, the explanted device was disposed of and will not be returned.